Event description:
During a follow up call to the patient on (B)(4) 2012 for an unrelated issue, the patient indicated he was hospitalized due to peritonitis. On (B)(6) 2012 the facility nurse reported the following information: on an unreported date the patient began treatment with dianeal low cal therapies intraperitoneal for peritoneal dialysis (pd). The male patient was hospitalized on (B)(6) 2012 due to peritonitis and discharged on (B)(6) 2012. The patient was initially treated with 2grams vancomycin and 1 gram fortaz intraperitoneal (ip). When the culture results returned, the fortaz was discontinued and 2 gram of vancomycin ip continued. The cause of the peritonitis was touch contamination. The patient's wife was adding heparin to the solution bag after the patient was connected and punctured the bag. The wife has been retrained on aseptic technique. The patient is considered to be recovering.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. A sample evaluation and batch review are not required for use error as there is no allegation against the device. As the product code is unknown, a 510k number was not able to be identified.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The problem was confirmed related to use error - breach in aseptic technique, however, the assignable cause could not be determined. The labeling was determined to be adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.